Manufacturer narrative:
Correction b7: (updated date of transfer set placement) ¿ omitted on initial. Additional information h3, h6. H10: the device was discarded; therefore, a device analysis could not be completed. Although the actual sample was not returned for evaluation for the issue of separation ¿ between female connector and main body, the cause of the condition has been determined to be an insufficient bond during the manufacturing process and an existing nonconformance investigation has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue part) and the main body (light blue part) of a peritoneal dialysis (pd) transfer set; further described as ¿the navy blue and the light blue parts started separating¿. This was identified when the patient was disconnecting the transfer set after peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced, and the patient received prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.